Manufacturer narrative:
Reference record (B)(4). B5 and b6: additional information.

Event description:
It was reported that on (B)(6) 2020 the patient returned to the hospital due to recurrence of pain in the peristomal area, presenting induration and erythema of 4 cm around the stoma, with tenderness and slight exudate. No fever. It is confirmed again that the moving of the tube is correct. The radiologist cannot confirm if there is a local infection or if it is peristomal fibrosis. The patient was treated with antibiotics ciprofloxacin and augmentin, and paracetamol for pain. It was reported on (B)(6) 2020 that the patient has clear improvement after two days of antibiotic treatment. Less induration and less pain. Will continue with prescriptions.

Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Catalog number is the us list number, the international list number is unknown. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported the patient presents erythema around the stoma and a small cyst that swells until it leaks a sero-hematical fluid. Patient has pain in the area, which is associated to the size of the cyst which stops when it is drained. A barrier cream is applied in the peri-stomal area for protection and the resting point of the tube is changed so it does not apply pressure where the cyst appears. On (B)(6) 2020 the patient was prescribed oral antibiotic augmentin for one week. On (B)(6) 2020 it was reported the stoma was better and also with good appearance.